Manufacturer narrative:
Additional part used: assy, probe, ami 9700, catalog:: 0570-0309, sn: (B)(4). Technical services tested the unit and confirmed the unusual image readings and <3.0 cm aorta readings. Repaired and returned device. CAPA (B)(4) was implemented to improve the wire crimping process in manufacture of the cable. This addressed the problem with shorting and stress on pins within the probe. Printing of strange images could not be confirmed. Additional repairs were conducted to replace the cracked top and bottom probe cover, evaluated to be the result of customer use. The data collection module and printed circuit board assembly were replaced and the repaired unit returned to the customer.

Event description:
Customer reports during patient procedure the ami 9700 was giving an unusual image. Upon return of the device, technical services reviewed the product and determined the unit was giving intermittent readings of < 3.0cm. No patient harm was reported.